Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
When using the instrument to insert the exeter plug done the femoral canal the green handle came apart from the rest of the instrument when removing it from the canal. Case completed as originally planned without any delay or medical intervention.